Event description:
During product evaluation by a service technician, a flogard infusion pump was found to have an f-94 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. A visual inspection found no physical damage on the device. The device was powered up to attempt functional testing but the device was inoperative and alarmed f-94, associated with a damaged battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.